Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Analysis was unable to verify the motor error alarm and operation currents to verify weak battery alarm due to keypad damage. However, motor was test outside of the device and passed. No damage found on motor. The insulin pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm and button error alarm. The customer's blood glucose was 401 mg/dl at the time of incident. The customer stated that he have not yet treated the high blood glucose at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.